Event description:
It was reported that customer had high blood glucose of 484 mg/dl due to running out of supplies. Customer reports to have been hospitalized on (B)(6), 2015 with blood glucose of 484 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip and saline. Customer was not wearing insulin pump at the time of hospitalization and had been off for three days. Customer was still waiting on supplies. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.